Event description:
Boston scientific crm received information that the local representative contacted technical services on (B)(6) 2009 to report that this patient was presented to the ep lab for replacement of the pace/sense portion of the rv defibrillation lead due to increasing pacing thresholds. A replacement dextrus lead (model#4137) was tunneled from the right side because the physician was unable to gain access to the vein on the left due to vein occlusion. The lead was successfully tunneled and connected to the device. The patient has since passed due to unrelated reasons, there were no allegations against the device.

Manufacturer narrative:
Subsequently, the measured shock impedance was > 125 ohms. The set screws of the device were checked and no set screw issues were identified. The local representative verified that the device was inside the pocket and the pocket was not dry. The shock configuration was temporarily reprogrammed to rv (coil) to can and the shock impedance was still > 125 ohms. The physician was planning to remove the separate dextrus lead and implant a replacement rv defibrillation lead from the right side and tunnel to the left pectoral pocket. Subsequently, boston scientific crm received information that model#0148 was surgically capped and taken out-of-service on (B)(6) 2009. A model#0159 was implanted. Model#4137 was removed and not implanted. There were no allegations or complaints against model#4137.